Event description:
Based on the information provided, the four 54-2001 set screws backed out and allowed the icon construct to disassemble.

Manufacturer narrative:
On (B)(4) 2014, the distributor informed orthofix that a revision surgery was performed (B)(6) 2013. The set screws were not returned. The rep claims they were possibly discarded by medical staff. X-rays were not released. The product reported/identified was not returned for evaluation. Details of the event beyond what was noted above was not provided. Multiple attempts have been made to obtain additional information along with the products related to this complaint.